Event description:
Alaris infusion pump was being used to infuse a tpn and a morphine drip. The tpn was being infused using the large volume pump and the morphine was infusing via a syringe pump. The morphine syringe was initially 50 ml when it was started. When the nurse went to change the syringe 24 hours later she noticed the syringe had 58 ml and was a light yellow color. The contents of the syringe were analyzed and it was found to contain opioid as well as electrolytes consistent with tpn (potassium, phosphorous, calcium, dextrose). The thought is that the tpn backed up into the morphine syringe and the patient may have been receiving diluted/less. Dates of use: (B)(6) 2012.